Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated back with coolsculpting using cool advantage applicator/cool curve contour and may have developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the back fat on (B)(6) 2019 using the cooladvantage coolcurve+ applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
H11 corrected data: b3 b5 h6.

Event description:
Allergan aesthetics received a report of a patient treated back with coolsculpting using cool advantage applicator/cool curve contour and may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data.